Event description:
Two IV pumps were found to have not delivered the volume that the pump was programmed to and reported to have delivered. Pump set to deliver 1000ml bag of fluid over 1 hr. After 1 hour, pump beeped that volume was completed. Approx. 400ml of fluid remained in the IV bag. Reset vtbi to 400. When pump beeped that this volume was complete, approx. 250ml remained in the IV bag. Other pump was running propofol at 50mcg/kg/hr which came to 25ml/hr. 100ml bottle was hung at 2107. This bottle still had approx. 30 ml left in it at 0530. Reset vtbi to infuse remaining fluid. When pump beeped volume complete, the volume did not appear to have changed from 0530. No other IV fluids/ivpbs were connected to these infusions. Reference report: mw5166071.